Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out unspecified channels. The customer uses ¿one ufe preugnt enzined¿ detergent during the pre-cleaning process. During the manual cleaning process, the customer uses ¿one ufe preugnt enzined¿ detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses unspecified brushes. The scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, a wassenburg wd440 adaptascope machine is used with nediclean detergent and sepio pac (disinfectant). The scope is stored vertically in an unspecified drying cabinet. It was not specified if olympus is the maintenance company used by the customer. The scope was not sterilized. During the device evaluation, it was uncovered that the light guide rode lens was cracked. It was also observed that the charge-coupled device cover lens was chipped. It was observed that the plastic distal end cover was burned. It was also observed that the glue of the bending section cover was separated and discolored. Lastly, it was observed that the bending angulation and the play was less than the specified value. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 6 colony forming units (cfus) of unspecified ¿low risk germs.¿ during the second sampling, the scope tested positive for 9 cfus of unspecified ¿low risk germs¿ and staphylococcus aureus. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.